Event description:
Pt alleges receiving implants on 10/31/91 as replacements. Pt also alleges her "breasts became hard and were riding extremely high beginning from surgery to now"; therefore, she had removal and replacement on 7/10/96 with devices of another MFR. Physician note states "breast hard, tender, implants riding very high and pt is unhappy with result of these implants."